Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information, we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported while using bd phaseal injector lure lock n35j coring occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about coring with n35-515008. Four cases that appeared to be coring of the phaseal membrane were provided. Information on the product used is unknown.